Event description:
It was reported that patient presented in clinic for follow-up. It was noted that implantable cardiac defibrillator exhibited post paced t wave over-sensing. Programming changes were made resolving the issue. Patient condition was stable.